Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. Approximately six years post placement the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to approximately four struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. Approximately six years post placement the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to approximately four struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
According to the medical records, the patient has a history of deep vein thrombosis and the patient has a previous spine injury, herniated disc (c5-c6), neck pain and back pain. Additionally, the patient has a previous spine injury, herniated disc (c5-c6), neck pain and back pain. The medical records state that five days prior to the filter implantation the patient underwent an exam due to extensive leg edema and recent surgery. A compression ultrasonography was performed, which revealed extensive deep vein thrombosis (dvt) including the left external iliac, common femoral, superficial femoral, popliteal and posterior tibial veins. Thrombus was also noted in the greater saphenous veins. The patient was to undergo the filter implantation and have thrombolytic therapy prior to a possible total hysterectomy. The filter was deployed at the l2-l3 level without any reported complications. The patient tolerated the procedure well and was taken to recovery in stable condition. Four days post implantation, the patient presented for a follow up venography, mechanical thrombectomy and iliac stenting and angioplasty. During this procedure, the filter was noted to have partial thrombosis. The procedure concluded with successful recanalization of the extensive dvt and venous stenting. The patient underwent multiple similar procedures after that, and there was good flow through the filter noted. It was reported that a patient underwent placement of an optease vena cava filter. Approximately six years post placement the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had titled and perforated the inferior vena cava (ivc). The additional information received indicates that the filter perforated the organs, the abdomen and the filter was tilted. The patient also reports to be suffering from chest pain, stomach pain, leg cramps, difficulty sleeping, weight loss, loss of appetite, anxiety and stress. The patient has a previous spine injury, herniated disc (c5-c6), neck pain and back pain. The medical records indicate that five days prior to the filter implantation the patient underwent an exam due to extensive leg edema and recent surgery and was diagnosed with extensive left venous deep vein thrombosis (dvt). The indication for the implant was extensive left ileo-femoral-popliteal dvt. The ivc filter was implanted five days after the initial diagnosis and deployed at the l2-l3 level without any complications. Two days later an abdominal CT scan was performed to evaluate the extension of the clots, results indicated that, while there is poor opacification of the deep venous system the superior extent of the known left lower extremity thrombus likely extends to the left iliac bifurcation. There is no definite thrombus identified within the left common iliac vein. Four days after the filter was implanted and after mechanical thrombectomy and twenty hours of catheter directed thrombolysis, repeat angiography revealed a patent femoral venous system but remained subtotal thrombotic occlusion of the proximal left iliac vein. Mechanical thrombectomy was performed with a dvx thrombectomy catheter, multiple passes were made throughout the iliac vein and the distal ivc within the previously placed filter. Repeat venography revealed improvement however there remained severe stenosis of the proximal left iliac vein. A smart stent was positioned and deployed in the usual fashion. Repeat venography revealed a widely patent iliac vein, but filling defect in the distal ivc, the stent was post dilated, revealing a widely patent stent yet ivc filling defect persisted. Multiple passes were repeated with the dvx catheter. Repeat angiography revealed a 50% narrowing of the origin of the iliac vein. There remained brisk flow in the femoral and distal iliac system. There was some sluggish flow in the distal ivc. Additional passes were made with the dvx catheter, resulting in improved flow in the ivc. Angioplasty was performed with a 10mm balloon at the origin of the iliac vein. Repeat angiography revealed minimal residual stenosis. Brisk flow was realized in the ivc, although there was residual mild thrombotic debris within the filter was stable, there was flow through the filter. Two days later a total vaginal hysterectomy was performed due to high grade cervical dysplasia and menorrhagia. Five days later a repeat CT of the abdomen for severe pelvic and abdominal pain status post total vaginal hysterectomy found no acute process. Twenty-two days after the filter was implanted the patient underwent a repeat ultrasound noting persistent thrombosis of the left external iliac, left common femoral, left superficial femoral and the left great saphenous vein, essentially unchanged from the initial ultrasound. The following day, repeat venography revealed improvement, however; there remained residual narrowings throughout the length of the external iliac vein and common femoral vein, angioplasty was performed throughout the iliac and proximal femoral vein. Repeat imaging revealed significant residual narrowing at the distal edge of the previously placed stent. A second smart stent was placed overlapping and distal to the previously placed stent and post dilated. There remained severe disease at the level of the femoral head in the common femoral vein. The decision was made to proceed with additional thrombolytic therapy with tissue plasminogen activator tpa. The following day repeat angiography: revealed improved flow through the iliofemoral venous system. There remained significant external iliac and common femoral vein narrowing. Three additional stents were deployed with post dilation. Repeat venography revealed an excellent stented result however; flow remained sluggish. An additional stent was implanted and final venography revealed reasonable flow throughout the entire stented segment and into the cava with brisk flow into the ivc filter. The procedure was completed without complications. The recommendation was coumadin for at least a year, plavix and venous compression stockings. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 15251888 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post implant imaging has not been provided. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety, chest pain, leg cramps, stomach pain, insomnia, weight loss, loss of appetite and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
Additional information received per an amended patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc), blood clots, clotting and/or occlusion of the ivc. The patient became aware of the reported events approximately ten years and nine months after the index procedure. The patient continues to experience anxiety related to the filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, b5, d4, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of an optease vena cava filter. Approximately six years post placement the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had tilted and perforated the inferior vena cava (ivc). The additional information received indicates that the filter perforated the organs, the abdomen and was tilted. The patient also reported chest and stomach pain, leg cramps, difficulty sleeping, weight loss, loss of appetite, anxiety and stress. The patient has a previous spine injury, herniated disc (c5-c6), neck pain and back pain. The medical records indicate that five days prior to the filter implant the patient underwent an exam due to extensive leg edema and recent surgery and was diagnosed with extensive left venous deep vein thrombosis (dvt). The indication for the implant was extensive left ileo-femoral-popliteal dvt. The filter was implanted five days after the dvt diagnosis and deployed at the l2-l3 level without any complications. Two days later an abdominal CT scan was performed to evaluate the extension of the clots, results indicated that, while there is poor opacification of the deep venous system the superior extent of the known left lower extremity thrombus likely extends to the left iliac bifurcation. There is no definite thrombus identified within the left common iliac vein. Four days after the filter was implanted and after mechanical thrombectomy and twenty hours of catheter directed thrombolysis, repeat angiography revealed a patent femoral venous system but remained subtotal thrombotic occlusion of the proximal left iliac vein. Mechanical thrombectomy was performed with a dvx thrombectomy catheter, multiple passes were made throughout the iliac vein and the distal ivc within the previously placed filter. Repeat venography revealed improvement however there remained severe stenosis of the proximal left iliac vein. A smart stent was positioned and deployed in the usual fashion. Repeat venography revealed a widely patent iliac vein, but filling defect in the distal ivc, the stent was post dilated, revealing a widely patent stent yet ivc filling defect persisted. Multiple passes were repeated with the dvx catheter. Repeat angiography revealed a 50% narrowing of the origin of the iliac vein. There remained brisk flow in the femoral and distal iliac system. There was some sluggish flow in the distal ivc. Additional passes were made with the dvx catheter, resulting in improved flow in the ivc. Angioplasty was performed with a 10mm balloon at the origin of the iliac vein. Repeat angiography revealed minimal residual stenosis. Brisk flow was realized in the ivc, although there was residual mild thrombotic debris within the filter was stable, there was flow through the filter. Two days later a total vaginal hysterectomy was performed due to high grade cervical dysplasia and menorrhagia. Five days later a repeat CT of the abdomen for severe pelvic and abdominal pain status post total vaginal hysterectomy found no acute process. Twenty-two days after the filter was implanted the patient underwent a repeat ultrasound noting persistent thrombosis of the left external iliac, left common femoral, left superficial femoral and the left great saphenous vein, essentially unchanged from the initial ultrasound. The following day, repeat venography revealed improvement, however; there remained residual narrowings throughout the length of the external iliac vein and common femoral vein, angioplasty was performed throughout the iliac and proximal femoral vein. Repeat imaging revealed significant residual narrowing at the distal edge of the previously placed stent. A second smart stent was placed overlapping and distal to the previously placed stent and post dilated. There remained severe disease at the level of the femoral head in the common femoral vein. The decision was made to proceed with additional thrombolytic therapy with tissue plasminogen activator tpa. The following day repeat angiography: revealed improved flow through the iliofemoral venous system. There remained significant external iliac and common femoral vein narrowing. Three additional stents were deployed with post dilation. Repeat venography revealed an excellent stented result however; flow remained sluggish. An additional stent was implanted and final venography revealed reasonable flow throughout the entire stented segment and into the cava with brisk flow into the ivc filter. The procedure was completed without complications. The recommendation was coumadin for at least a year, plavix and venous compression stockings. The patient has subsequently reported becoming aware of filter fracture within the inferior vena cava (ivc), blood clots, clotting and/or occlusion of the ivc approximately ten years and nine months post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the reported events could nor further clarified. Anxiety, chest pain, leg cramps, stomach pain, insomnia, weight loss, loss of appetite and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.